Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The issue was resolved by the time of the call therefore no troubleshooting could be performed. Customer's blood glucose level was 324-325 mg/dl.